Event description:
It was initially reported by the medical examiner's office that the pt had died and the physician believes that the death is a "natural death." The examiners office wanted to send the device back for analysis to make sure there are no problems with the device as the family believes the death was due to vns. Treating physician stated that the pt "lost all seizure control" prior to his death and therefore they wanted to have the device undergo analysis. Analysis is currently in progress for the explanted products. Good faith attempts to obtain additional info has been unsuccessful till date. The cause of death is unk at the moment.